Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had a maintenance review message, after receiving the message that maintenance is required, the device was changed to another iabp. There was no health damage reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed and stated maintenance was required. To resolve issue replaced compressor and temperature sensor. The defective components were received for further investigation. The failure analysis and testing department received the dtech compressor scroll and temp sensor, probe. These parts were received with a reported unit failure message of maintenance require message on display. Installed compressor scroll and temp sensor probe into the cardiosave test fixture sn ca204340l1 and tested together and separately to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of maintenance require message on display. The fat dept. Pumped the unit and did not see message on display. Compressors scroll and temp sensor probe passed testing. Retaining both parts in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
State:23 & postal code: (B)(6). A getinge field service engineer (fse) confirmed and stated maintenance was required. To resolve issue replaced compressor(d119-00-0236) and temperature sensor. There was patient involved but no health damage.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a